Event description:
Over the last 12 months, the patient had experienced decreased efficacy and there had been increased volume remaining in the pump. The patient reported the pump never worked as well as previous device. A dye study was done and was satisfactory. The pump was replaced. Following the replacement, the patient was doing well. It was noted that he required a 50% reduction in medication. The pump delivered the drugs morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
Catheter model # 8709, lot # j11504r11 , implanted on: (B)(6) 2003, explanted on: unknown. Programmer 8835 personal therapy manager serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.